Event description:
The complaint involved a pt who underwent hip revision surgery on (B)(6) 2015. The original surgery date is unk. The revision surgery was a result of a peri-prosthetic fracture of the femur. In the revision, the size 6 paragon stem was repalced with non-omni product.